Manufacturer narrative:
The tip cover accessory has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the tip cover is returned for eval a f/u MDR will be submitted.

Event description:
It as reported that during a da vinci nephrectomy procedure while cauterizing tissue, the surgeon noticed sparks coming from the monopolar curved scissors (mcs) instrument. Afterwards a burn mark was observed on the pt's kidney. The surgeon immediately removed the mcs instrument and replaced the tip cover accessory. The planned surgical procedure was completed with the replacement tip cover, with approx a four minute delay. No add'l pt harm, adverse outcome or injury was reported.